Event description:
Additional information from a health professional stated, there was an open incision and a scab had formed. It was also stated that the patient was admitted to the hospital for an intravenous antibiotics treatment. It was noted that the patient would follow up with his healthcare provider (hcp) on (B)(6) 2013 to check the wound site and for possible removal of electrodes if the site does not heal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's device was removed due to an infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 37085-95, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3387s-40, lot# v553427, implanted: (B)(6) 2011. Product type: lead: product ID 3387s-40, lot# v553425, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
It was reported the patient hit his head on a door about 2-3 weeks prior to this report right on his scar where his leads were implanted. The patient started bleeding on his pillow case the day prior to this report. It was noted it was "like a bubble" under the patient's skin and it had broken open and was draining. The patient's wife took pictures and sent them to the patient's implanting surgeon who called it "a hematoma or something, blood clot underneath the skin." The surgeon prescribed the patient an antibiotic and it was noted the surgeon commented "because of the patient's history of infection maybe the patient's device should come out." It was noted it was unknown if this was due to the patient's original implant or because of hitting his head. Additional information has been requested but was not available as of the date of this report; a follow up report will be sent if information becomes available. Refer to manufacturer report #s 3004209178201106341 and 3004209178201106337.